Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm/injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found contamination of dirt, dust, dander in the device. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. The manufacturer concludes contamination found were consistent with contamination of dirt, dust, dander in the device. The manufacturer concludes there was evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.